Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to pulmonary embolism, directly and proximately causing respiratory failure and death, on or about (B)(6) 2013. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the patient¿s son has suffered and will continue to suffer the wrongful and premature death of his beloved mother. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported pulmonary embolism does not represent a device malfunction and could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to pulmonary embolism, directly and proximately causing respiratory failure and death, on or about (B)(6), 2013. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the patient's son has suffered and will continue to suffer the wrongful and premature death of his beloved mother.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter on or about (B)(6) 2008. Per the patient profile form (ppf), the device was implanted due to pulmonary hypertension, pulmonary embolism (pe) and deep venous thrombosis (dvt.) The patient is reported to have tolerated the index procedure without complications. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to pulmonary embolism, directly and proximately causing respiratory failure and death, on or about (B)(6) 2013. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. The patient is reported to have experienced the anxiety related to fracture of the device, inability to remove the filter, atrial fibrillation, loss of consciousness, and device occlusion with the outcome of death. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pe and occlusive thrombosis within the filter do not represent device malfunctions. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. The exact causes of death were not reported and with the information available, contributing factors cannot be assessed. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review, the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.